Manufacturer narrative:
H11: additional narrative: the device was not returned to edwards for further investigation, and no images or medical records were provided. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprothesis heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including an implant duration over 7 years.

Manufacturer narrative:
H11: additional narrative the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learnt through "long-term retrospective clinical follow-up study of perimount bovine pericardial bioprosthetic valve" that this patient with a 6900ptfx29 valve implanted in mitral position underwent re-operation for valve replacement after an implant duration of seven (7) years and five (5) months due to valve degeneration leading to mitral stenosis and regurgitation. As reported, the patient was hospitalized for heart failure-related symptoms four months before valve re-operation and ultrasound showed mitral stenosis with regurgitation. After admission, she was given anticoagulation, diuretics, and vasodilator treatment and was discharged. The patient was admitted again at hospital after four months for valve reoperation. A non edwards device was used in replacement. The patient was discharged and was noted as to be recovered.